Event description:
As reported, during a laparoscopic inguinal hernia procedure, a foreign material "hair" was found on the inner sterile package of the 3dmax light mesh. It was reported that there was no damage to the inner and outer package and the product box was completely sealed prior to opening. It was also reported that another device was used to complete the procedure and there was no reported delay in the treatment.

Manufacturer narrative:
As reported, a hair was found in the 3dmax light mesh inner package, the mesh was not implanted. Based on the information available and without having the sample returned for evaluation, no conclusions can be made. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.